Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted for review and no product was returned for evaluation. The report of low flows was confirmed through the evaluation of the submitted log files; however, a specific cause could not conclusively be determined through this evaluation. The log file contained transient low flow hazard alarms. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is rev. C. ¿pump performance monitoring¿ outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The hm ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The device history records for the driveline assembly was reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 02apr2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline had a tear in it that was repaired with rescue tape. The log file contained pi events as well as routine power source changes and 3 transient low flow hazard events on (B)(6) 2021 which resolved. The cause of the low flow alarms was not identified. No other abnormal alarms or events were recorded. The patient was asymptomatic at the time of these alarms and was discharged from the hospital in stable condition.